Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: although a temporal relationship exists between the liberty select cycler and the patient¿s peritonitis; there is no documentation supporting a causal relationship. The source of the patient¿s lactococcus peritonitis cannot be determined with the available information. Lactococcus species are gram positive bacteria associated with dairy products; with rare cases of opportunistic infections in immunocompromised patients, such as peritonitis.

Event description:
A patient on continuous cycling peritoneal dialysis (ccpd) made a service call reporting slow drains and shortened dwell time during ccpd treatment with the liberty select cycler. The patient also stated he had an infection, due to shortened dwell. The patient did not have any observable fibrin and requested the cycler be replaced. During follow-up with the peritoneal dialysis nurse, it was reported the patient had peritonitis. A pd effluent culture (obtained on (B)(6) 2018) revealed a white blood cell (wbc) 743, red blood cell (rbc) 27 and growth of gram-positive cocci; lactococcus species. The patient was treated on an outpatient basis with unknown antibiotics. The source of the patient¿s peritonitis was reported unknown. The patient is recovering and continues cycler assisted pd therapy

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. There was no evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. A simulated treatment was performed and completed on the cycler with no issues noted. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
...